Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the oer-6 water filter has not been replaced since september 2020. It is likely that the event occurred due to the user's improper device management method. The event can be detected/prevented by following the instructions for use which has a description for performing equipment maintenance in chapter 7 routine maintenance [section 7.2 replacing the water filter (maj-2318)] replace the water filter at least once a month to prevent contamination of the rinse water. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device (scope) was not returned for evaluation. In a follow up report/communication, it was conveyed that an onsite visit was performed in the facility and noted "explanations" to the staff regarding water filter replacement of the reprocessor was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that this device (scope) has been reprocessed on the oer-4 (scope reprocessor) where the water filter replacement deadline exceeded and has expired. According to the report, although the scope was cleaned and disinfected in this state on the said reprocessor device , there was no confirmation or report that the device have been used on patients. The reported issue was reported to be found during preparation for use. There is no patient infection associated on this reported event. No harm was reported. No patient harm, no user injury reported . This report is related to a report with patient identifier (B)(6), sn: (B)(4) (scope reprocessor).